Event description:
A patient reported experiencing inaccurate low results with a surestep meter. The patient's blood glucose results were 35 and 146 mg/dl. Tests were done in 10 minutes. Patient using expired control solution and has been cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.